Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and morphine at unknown concentration and doses via an implantable infusion pump. The indication for use was noted as non-malignant pain, failed back surgery syndrome, complex regional pain syndrome type I. It was reported the pump was removed because it had no effect anymore. The change in therapy/symptoms was noted as sudden. It was noted the pump medication started to not be effective in (B)(6) 2014. Follow-up was being conducted to obtain clarification of the pump being removed due to a lack of therapy and diagnostics performed. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received that the pump had not been used for many months. The patient's pump was initially placed for reflex sympathetic dystrophy (rsd) of the patient's right foot. It was noted the patient has had multiple prior back surgeries. The pump was actually causing him pain at this time and precluding his ability to obtain a magnetic resonance imaging (MRI) scan. It was felt the patient would be best served by removing the pump and catheter. It was noted the diagnostics performed related to the lack of therapy was "morphine pump assembly." The pump and proximal portion of the catheter were removed on (B)(6) 2013. It was further reported the patient returned for a follow-up appointment on (B)(6) 2013, which was 25 days post removal of the morphine pump assembly. The patient was reportedly doing much better, however, the patient still had some tenderness in the area of the prior incision over the morphine pump. As a result of the pain, a CT scan was performed. The results of the CT scan were unavailable. The patient did not have any other issues other than tenderness. It was reported that when the patient eats, "his pain hurts with timing with his ingestion." Investigation of this issue will be left to he patient's managing healthcare provider. The patient's incisions were well healed and he was doing well. Additional information was requested regarding the timing of pain and ingestion, multiple prior back surgeries and clarification related to the pump causing the patient pain. Additional information was also requested regarding the event date and the explant/surgery date because the dates were conflicting. The patient reported the onset of the event and surgery took place in (B)(6) of 2014, but the operative report, provided by the hcp, suggested the onset of the event and surgery took place in (B)(6) of 2013. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the pump had not been used for many months. The patient's pump was initially placed for reflex sympathetic dystrophy (rsd) of the patient's right foot. It was noted the patient has had multiple prior back surgeries. The pump was actually causing him pain at this time and precluding his ability to obtain a magnetic resonance imaging (MRI) scan. It was felt the patient would be best served by removing the pump and catheter. It was noted the diagnostics performed related to the lack of therapy was "morphine pump assembly." The pump and proximal portion of the catheter were removed on (B)(6) 2013. It was further reported the patient returned for a follow-up appointment on (B)(6) 2013, which was 25 days post removal of the morphine pump assembly. The patient was reportedly doing much better, however, the patient still had some tenderness in the area of the prior incision over the morphine pump. As a result of the pain, a CT scan was performed. The results of the CT scan were unavailable. The patient did not have any other issues other than tenderness. It was reported that when the patient eats, "his pain hurts with timing with his ingestion." Investigation of this issue will be left to he patient's managing healthcare provider. The patient's incisions were well healed and he was doing well. Additional information was requested regarding the timing of pain and ingestion, multiple prior back surgeries and clarification related to the pump causing the patient pain. If additional information is received, a follow-up report will be submitted.